Manufacturer narrative:
Qn# (B)(4). Per DHR the product auto endo5 ml lot # 73e1900524 was manufactured on 05/21/2019 a total of 288 pieces. Lot was released on 05/29/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and its knob partially open. The first clip was out of position in the channel. Reference file (B)(4) for investigation photos. Upon engagement of the trigger, the trigger got jammed which prevented the trigger cycle from being completed. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It appears that the clip stack caused the trigger to jam and the knob was partially open due to the trigger being pulled when it was jammed. Additionally, it was found that the top jaw had slightly bent jaw legs. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. A CAPA has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jamming" was confirmed based upon the sample received. The device was returned with its rotation tab bent and its knob partially open. The sample was returned with 8 clips remaining indicating that 7 clips were fired by the end user. Upon functional inspection, the trigger jammed. It was found that the clips were out of position and stacking on one another which would prevent the clips from loading properly into the jaws of the device. It appears that the clip stack caused the trigger to jam and the knob was partially open due to the trigger being pulled when it was jammed. Although the reported complaint issue was confirmed, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the doctor is an experienced ae05ml user. Fired a few clips with no issues, when attempting to reload a new clip the device jammed, and he was unable to slightly depress the handle trigger lever to load the clip.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor is an experienced ae05ml user. Fired a few clips with no issues, when attempting to reload a new clip the device jammed, and he was unable to slightly depress the handle trigger lever to load the clip.